Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around mid-(B)(6) 2018, the patient experienced a loss of stimulation and a return of pain to the outside of their calves and down into their toes, which was what their stimulation had helped. The ins was not working for their pain especially when they would lay down and they would cry when the ins was off. They saw an end replacement indicator (eri) message. The patient contacted patient services on (B)(6) 2018 reporting they needed an adjustment to address their pain. Patient services attempted to walk the patient through bypassing the eri message, but a poor communication screen was seen. It was noted the patient did not have their programmer antenna over the ins. When they attempted to connect again they saw an end of service (eos) message instead of the eri message. Eri and eos were reviewed with the patient. The patient reported dissatisfaction with their ins longevity, stating they thought the ins was supposed to last 9 years. They were redirected to their doctor to discuss ins replacement. The patient commented that in the past they tried to have the doctor contact manufacturer representatives (reps) in the past for adjustments but they never ended up meeting with a rep. It was noted the patient did not currently have a doctor so physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-oct-18. The patient indicated that the steps taken to address and resolve their ins reaching end of service (eos) included replacing the battery back and noted having an appointment with their healthcare professional (hcp) on 2018-(B)(6). No further complications were reported/are anticipated.